Event description:
Per independent repair center statement, the irc5po2v concentrator had low o2 (yellow light). The key failure was a sticking manifold assembly. Additional malfunctions were a dirty inlet filter, leaking sieve beds, leaking manifold hose clamp and the zip ties needed to be replaced.